Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123336. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively with good coverage. The explanted device components were discarded by the medical facility.